Manufacturer narrative:
(B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Device manufacture date: since the lot number was not provided, this information cannot be determined. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was international continence society stage 1 uterovaginal prolapse, uterine leiomyomata symptomatic, international continence society stage ii rectocele, international continence society stage ii apical and paravaginal cystocele, stress urinary incontinence, and perineal prolapse. The postoperative diagnosis was international continence society stage 1 uterovaginal prolapse, uterine leiomyomata symptomatic, international continence society stage ii rectocele, international continence society stage ii apical and paravaginal cystocele, stress urinary incontinence, perineal prolapse, endometriosis and retroperitoneal fibrosis of the ureter. The procedure performed was a rectocele repair with mesh, total abdominal hysterectomy, ureterolysis, abdominal sacral colpopexy with ethicon prolene soft mesh, retropubic urethropexy, abdominal paravaginal defect repair, cystoscopy, and suprapubic tube. The patient was referred for physical therapy approximately 3 months post op for lower abdominal pain subsequent to partial hysterectomy and bladder suspension. The patient had physical therapy from (B)(6) 2006 to (B)(6) 2007. The patient underwent an additional procedure approximately 1 year and 3 months post op for vaginal mesh erosion. The procedure performed was a transvaginal mesh removal. The patient had physical therapy between (B)(6) 2008 for pelvic floor spasm right iliococcygeus. The patient returned for an office visit approximately 4 years and 5 months post op for dyspareunia 1 week prior, urge urinary incontinence once per day, and muscle spasm. The patient had physical therapy from (B)(6) 2010 for overactive bladder and dyspareunia. The patient returned for an office visit approximately 6 years and 1 month post op for mixed urge and stress incontinence. The onset of symptoms was 10 months prior and the severity was identified as moderate. The patient voided every hour during the day and 4 times during the night. The patient had physical therapy from (B)(6) 2012 for stress incontinence, overactive bladder, prolapse, and atrophic vaginitis. The patient leaked urine with coughing, sneezing, and lifting and had storage urge. She was discharged from therapy approximately 6 years and 3 months post op. Her incontinence had resolved, nocturia has decreased to once nightly, no pant liners were required during day or night, and her urge was controllable.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced erosion, granulation tissue, inflammation, foreign body in patient, vaginal pain, pain after intercourse, ridged pelvic floor with knotting and tenderness, muscle spasm, nonsurgical and additional surgical interventions.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.